Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve, the commander delivery system balloon burst during post-dilation. It was stated the balloon burst was caused by calcium in the sinotubular junction. Difficulty was experienced pulling the commander delivery system back through the esheath+. The esheath+ and then commander delivery system were removed and a cut down was performed to repair the femoral artery. The patient was in stable condition. A review of device image provided was performed and the following was observed: fully circumferential radial balloon burst, with entire working length of the balloon separated, distal balloon wings flared, twisting of crimp balloon, and kink on guidewire lumen.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: component code, investigation findings, investigation conclusions. H6 codes were added: type of investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Images were provided of the complaint device and review of the images confirmed a fully circumferential radial balloon burst, with the entire working length of the balloon separated, distal balloon wings flared, and twisting of the crimped balloon, and a kink on the guidewire lumen. Imagery of the patient anatomy were provided and showed calcification of the sinotubular junction (stj). Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for balloon burst was able to be confirmed with photos of the complaint device that were provided. Available information suggests patient factors and potential overinflation of the device likely both contributed to the event as imaging of the patient's anatomy provided evidence of calcified stj in the patient's land zone. Additionally, reports suggest that +1cc of inflation volume over IFU recommended may have been used, potentially contributing to the complaint event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint for difficulty withdrawing the delivery system through the sheath was confirmed based on empirical evidence after evaluating the sheath and delivery system based on the images provided, showing evidence of "mushrooming" of the distal end of the balloon remnants, typically indicative of attempted withdrawal of a burst balloon through the sheath tip. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.